Event description:
It was reported that 2 bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced seals where sterility was compromised. The following information was provided by the initial reporter: foreign body in the sealing: 2.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary a device history record review was completed for provided lot number 1048558. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the affected physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was identified. The foreign material was sent for analysis using scanning electron microscopy (sem) and fourier transform infrared spectroscopy (ftir). Through these analytic methods, the foreign material was found to be consistent with cellulose. The foreign material was most similar in composition to the packaging material with steel particles and the presence of a corrosion inhibitor oil. It has been concluded that the foreign material initially contaminated the packaging material rather than the production of the syringe, as corrosion inhibitor oil is not used within the bd syringe production plant. To further investigate this incident, identify an exact cause, and prevent its recurrence, a corrective and preventive action plan has been initiated. CAPA 3251946 was raised to investigate the root cause. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced seals where sterility was compromised. The following information was provided by the initial reporter: foreign body in the sealing: 2.